Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display and audio beep anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the screen was going out and changed battery issues persisted. Customer stated the pump will beep but no alarms up on the screen. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were within specifications. No unexpected audio or beep anomalies, missing segments or partial display anomalies, off no power anomalies, blank display anomalies or battery icon anomalies noted during our testing. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.